Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause may be implant loosening. Part numbers, lot numbers, manufacturing dates (if available), expiration dates and UDI numbers: ifuse implant, p/n 7045-90, lot# i0883, manufactured 12/23/13, expires 2018-12, (B)(4); ifuse implant, p/n 7040-90, lot# i0854, manufactured 11/21/13, expires 2018-11, (B)(4); ifuse implant, p/n 7030-90, lot# 7485002533005, manufactured 06/02/11, expires 2014-06, (B)(4).

Event description:
In (B)(6) 2014, the patient underwent a right side ifuse si joint arthrodesis where three implants were placed. The patient had symptom relief for over a year and a half following the initial surgery but recently complained of a significant pain event during a running competition. The surgeon thought that there might be loosening of the implants on the sacral side. In (B)(6) 2016, the surgeon performed a revision surgery where he removed the two most superior implants. The condition of the patient following the revision surgery is not yet known.